Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay corrected and additional information. The following sections were updated: b4; b5; d1; d2; d4; d9; d:10; g3; g4; g6; h1; h2; h3; h4; h6 d10: medical products: item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: j7075271 all associated products listed below in initial medwatch report, 0001822565-2021-02999, were reported in error and are not associated with the event: item#: 405889, comp rvs 2.7mm dia drl; lot#: 413380 item#: 405800, comp. Rev shldr 9 in steinmann; lot#: 366480 item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 864710 item#: 115396, comp rvs cntrl 6.5x30mm st/rst; lot#: 548050 item#: 180552, comp lk scr 3.5hex 4.75x25 st; lot#: 566710 item#: 180554, comp lk scr 3.5hex 4.75x35 st; lot#: 464970 item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 545830 item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 545830 item#: 113608, comp primary stem 8mm micro; lot#: 64964396 item#: 110031402, hmrl tray +3 std; lot#: 65171027 item#: 110031424, hmrl bearing 36 mm std vite; lot#: 64980766 item#: 110031425, hmrl bearing 36 mm +3 vite; lot#: 65007510 item#: 98-b009-011-08, comprehensive reverse shoulder; lot#: unknown visual examination of the returned product identified the grey tip is fractured. Some use and wear is observed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: item#: 405889, comp rvs 2.7mm dia drl; lot#: 413380. Item#: 405800, comp. Rev shldr 9 in steinmann; lot#: 366480. Item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 864710. Item#: 115396, comp rvs cntrl 6.5x30mm st/rst; lot#: 548050. Item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: j7075271. Item#: 180552, comp lk scr 3.5hex 4.75x25 st; lot#: 566710. Item#: 180554, comp lk scr 3.5hex 4.75x35 st; lot#: 464970. Item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 545830. Item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 545830. Item#: 113608, comp primary stem 8mm micro; lot#: 64964396. Item#: 110031402, hmrl tray +3 std; lot#: 65171027. Item#: 110031424, hmrl bearing 36 mm std vite; lot#: 64980766. Item#: 110031425, hmrl bearing 36 mm +3 vite; lot#: 65007510. Item#: 98-b009-011-08, comprehensive reverse shoulder; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the physician was using the instrument on an implant the instrument head fractured in two pieces. No pieces of the fractured instrument were retained by patient.